Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that prior to device replacement, the device was interrogated and due to chronic elevation of right and left pacing capture thresholds, device settings were changed to optimize battery life. On (B)(6) 2016, the patient was enrolled in the (B)(6) clinical study. On (B)(6) 2016, it was further reported that there was chronic elevated pacing capture thresholds on the right ventricular (rv) lead. The rv lead is inactive. On (B)(6) 2017, it was further reported that there was chronic elevated pacing capture thresholds on the left ventricular (lv) lead. The lv lead is inactive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was elevated threshold on the lv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.